Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no anomalies or hardware device failures that could have caused or contributed to the death. An increased intraperitoneal volume (iipv) event was identified that occurred two days prior to the patient passing away. The device was determined to meet electrical performance specification requirements but failed functional testing. Pressure build up in the pneumatic system was delayed due to a weak compressor. A simulated therapy was completed with no issues noted and no leaks were identified during testing. The device passed the seal, purge, and wet disposable integrity test. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, the device was determined to meet specifications relative to the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated but has not yet begun. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was believed to be due to a hypoglycemic episode, however, this has not been confirmed. It was reported that the patient was connected to the homechoice (hc) machine at the time of death. An autopsy was not performed. No additional information is available at this time.